Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically explanted as part of the treatment for a perforation and lead dislodgement. This ICD was replaced and returned. No additional adverse patient effects were reported.Additional information indicated that perforation and dislodgement were confirmed by chest X ray.

Event description:
IT WAS REPORTED THAT THIS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (ICD) WAS SURGICALLY EXPLANTED AS PART OF THE TREATMENT FOR A PERFORATION AND LEAD DISLODGEMENT. THIS ICD WAS REPLACED AND RETURNED. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.